Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that before she was able to attach the transmitter on her newly inserted sensor, the insertion site had begun to bleed. Upon attempt to remove the sensor adhesive, pt noticed that sensor remained inserted in her skin. Pt was able to pull the intact sensor from her skin. Pt reports that the insertion area is nor bruised and that there is no discomfort at all.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.